Event description:
Diagnosis: end stage renal disease. Procedure: chronic hemodialysis treatment. Incident: severe kinking and twisting of tubing-led to pt being admitted to hospital with severe anemia due to hemolysis.